Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time"), pelvic pain ("severe pelvic pain / pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. C35240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1997 and (B)(6) 2008)), cesarean section, spinal operation and spinal laminectomy in 2012. Concurrent conditions included obesity, spotting vaginal, neck pain, leg pain, fear and asthma. Concomitant products included ibuprofen (advil) since 2015, naproxen sodium (aleve) since 2015 and paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes (on side of stomach and chest)"), skin disorder ("skin conditions (on side of stomach and chest)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), chest pain ("chest pain"), back pain ("upper back pain"), abdominal pain lower ("lower abdomen pain"), dyspareunia ("dyspareunia"), vulvovaginal dryness ("dryness") and nervous system disorder ("neurological disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (underwent hysterectomy with bilateral salpingectomy), surgery (vaginal hysterectomy with bilateral salpingectomy), surgery (novasure ablation done in (B)(6) 2015) and surgery (novasure ablation done in (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, fatigue, amnesia, alopecia, dyspareunia, vulvovaginal dryness and nervous system disorder outcome was unknown and the pelvic pain, female sexual dysfunction, chest pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, chest pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, rash, skin disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal dryness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. On (B)(6) 2016, pathology report showed, labeled "uterus, cervix, bilateral tubes" is a 131-gram uterus (1 0.0 x 5.5 x 4.5 cm) with attached right fimbriated fallopian tube (6 .0 x 0.7 cm) and left fimbriated fallopian tube (6 .0 x 0.7 ern). The specimen has been previously incised along the anterior aspect. The serosa is tan, smooth. The ecto cervical mucosa is gray-white and smooth with a 1.4 cm ovoid os. Within both cornus are approximately 2.5 x 0.3 cm silver coiled metallic objects suggestive of essure devices. The endometrium is tan-pink and less than 0 .. 1 cm. The myometrium is up to 3.0 cm with a 1.5 cm tan-white, whorled, intramural nodule. Attached to the right fallopian tube is a 0.7 cm smooth-lined cyst containing tan, watery fluid concerning the injuries reported in this case, the following one/ones were reported via medical record: she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time"), pelvic pain ("severe pelvic pain / pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. C35240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time". The patient's past medical history included gravida ii, parity 2 (((B)(6) 1997 and (B)(6) 2008)), cesarean section, spinal operation and spinal laminectomy in 2012. Concurrent conditions included obesity, spotting vaginal, neck pain, leg pain, fear and asthma. Concomitant products included ibuprofen (advil) since 2015, naproxen sodium (aleve) since 2015 and paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes (on side of stomach and chest)"), skin disorder ("skin conditions (on side of stomach and chest)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), chest pain ("chest pain"), back pain ("upper back pain"), abdominal pain lower ("lower abdomen pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (underwent hysterectomy with bilateral salpingectomy), surgery (vaginal hysterectomy with bilateral salpingectomy), surgery (novasure ablation done in (B)(6) 2015) and surgery (novasure ablation done in (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, fatigue, amnesia, alopecia and dyspareunia outcome was unknown and the pelvic pain, female sexual dysfunction, chest pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, chest pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. On (B)(6) 2016, pathology report showed, labeled "uterus, cervix, bilateral tubes" is a 131-gram uterus (1 0.0 x 5.5 x 4.5 cm) with attached right fimbriated fallopian tube (6 .0 x 0.7 cm) and left fimbriated fallopian tube (6 .0 x 0.7 ern). The specimen has been previously incised along the anterior aspect. The serosa is tan, smooth. The ecto cervical mucosa is gray-white and smooth with a 1.4 cm ovoid os. Within both cornus are approximately 2.5 x 0.3 cm silver coiled metallic objects suggestive of essure devices. The endometrium is tan-pink and less than 0 .. 1 cm. The myometrium is up to 3.0 cm with a 1.5 cm tan-white, whorled, intramural nodule. Attached to the right fallopian tube is a 0.7 cm smooth-lined cyst containing tan, watery fluid concerning the injuries reported in this case, the following one/ones were reported via medical record: she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time. Most recent follow-up information incorporated above includes: on 11-may-2018: events"dyspareunia, she did not undergo essure confirmation test" are reported from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time"), pelvic pain ("severe pelvic pain / pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure (batch no. C35240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time". The patient's past medical history included gravida ii, parity 2 (((B)(6) 1997 and (B)(6) 2008)), cesarean section, spinal operation and spinal laminectomy in 2012. Concurrent conditions included obesity, spotting vaginal, neck pain, leg pain, fear and asthma. Concomitant products included ibuprofen (advil) since 2015, naproxen sodium (aleve) since 2015 and paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes (on side of stomach and chest)"), skin disorder ("skin conditions (on side of stomach and chest)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), amnesia ("memory loss"), chest pain ("chest pain"), back pain ("upper back pain"), abdominal pain lower ("lower abdomen pain"), vulvovaginal dryness ("dryness") and nervous system disorder ("neurological diorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (underwent hysterectomy with bilateral salpingectomy, ablation), surgery (vaginal hysterectomy with bilateral salpingectomy), surgery (novasure ablation done in (B)(6) 2015) and surgery (novasure ablation done in (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, fatigue, amnesia, alopecia, dyspareunia, vulvovaginal dryness, nervous system disorder, depression and anxiety outcome was unknown, the pelvic pain, female sexual dysfunction, chest pain, back pain and abdominal pain lower had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, back pain, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, rash, skin disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal dryness to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. On (B)(6) 2016, pathology report showed, labeled "uterus, cervix, bilateral tubes" is a 131-gram uterus (1 0.0 x 5.5 x 4.5 cm) with attached right fimbriated fallopian tube (6 .0 x 0.7 cm) and left fimbriated fallopian tube (6 .0 x 0.7 ern). The specimen has been previously incised along the anterior aspect. The serosa is tan, smooth. The ecto cervical mucosa is gray-white and smooth with a 1.4 cm ovoid os. Within both cornus are approximately 2.5 x 0.3 cm silver coiled metallic objects suggestive of essure devices. The endometrium is tan-pink and less than 0 .. 1 cm. The myometrium is up to 3.0 cm with a 1.5 cm tan-white, whorled, intramural nodule. Attached to the right fallopian tube is a 0.7 cm smooth-lined cyst containing tan, watery fluid concerning the injuries reported in this case, the following one/ones were reported via medical record: she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: new pfs received- new event added: psychological or psychiatric problems condition: depression and mental anguish were added.outcome of event abnormal bleeding from unknown to recovering/resolving were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent partial hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time"), pelvic pain ("severe pelvic pain / pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in a female patient who had essure (batch no. C35240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had a novasure ablation done in oct2015 by doctor. She had an essure perforated at that time". The patient's past medical history included gravida ii, parity 2 (((B)(6) 1997 and (B)(6) 2008)), cesarean section, spinal operation and spinal laminectomy in 2012. Concurrent conditions included obesity, spotting vaginal, neck pain, leg pain, fear and asthma. Concomitant products included ibuprofen (advil) since 2015, naproxen sodium (aleve) since 2015 and paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes (on side of stomach and chest)"), skin disorder ("skin conditions (on side of stomach and chest)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), amnesia ("memory loss"), alopecia ("hair loss"), chest pain ("chest pain"), back pain ("upper back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure ablation done in (B)(6) 2015). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, vaginal haemorrhage, menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, fatigue, amnesia and alopecia outcome was unknown and the pelvic pain, female sexual dysfunction, chest pain, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, chest pain, dysmenorrhoea, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. On (B)(6) 2016, pathology report showed, labeled "uterus, cervix, bilateral tubes" is a 131-gram uterus (1 0.0 x 5.5 x 4.5 cm) with attached right fimbriated fallopian tube (6 .0 x 0.7 cm) and left fimbriated fallopian tube (6 .0 x 0.7 ern). The specimen has been previously incised along the anterior aspect. The serosa is tan, smooth. The ecto cervical mucosa is gray-white and smooth with a 1.4 cm ovoid os. Within both cornus are approximately 2.5 x 0.3 cm silver coiled metallic objects suggestive of essure devices. The endometrium is tan-pink and less than 0 .. 1 cm. The myometrium is up to 3.0 cm with a 1.5 cm tan-white, whorled, intramural nodule. Attached to the right fallopian tube is a 0.7 cm smooth-lined cyst containing tan, watery fluid concerning the injuries reported in this case, the following one/ones were reported via medical record: she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs and mr received - new events, ''abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), rashes (on side of stomach and chest), skin conditions (on side of stomach and chest), bladder problem or changes, urinary problems or changes, migraines, dysmenorrhea (cramping), fatigue, memory loss, chest pain and she had a novasure ablation done in (B)(6) 2015 by doctor.s he had an essure perforated at that time" were added. Lot number was added. Patient¿s date of birth updated, product implant date and explant date was updated. New reporter were added. Lab data was added. Historical and concomitant conditions and treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time'), pelvic pain ('severe pelvic pain / pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (batch no. C35240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time". The patient's medical history included spinal laminectomy in 2012, gravida ii, parity 2 (((B)(6) 1997 and (B)(6) 2008)), cesarean section and spinal operation. On (B)(6) 2016, pathology report showed, labeled "uterus, cervix, bilateral tubes" is a 131-gram uterus (1 0.0 x 5.5 x 4.5 cm) with attached right fimbriated fallopian tube (6 .0 x 0.7 cm) and left fimbriated fallopian tube (6 .0 x 0.7 ern). The specimen has been previously incised along the anterior aspect. The serosa is tan, smooth. The ecto cervical mucosa is gray-white and smooth with a 1.4 cm ovoid os. Within both cornus are approximately 2.5 x 0.3 cm silver coiled metallic objects suggestive of essure devices. The endometrium is tan-pink and less than 0 .. 1 cm. The myometrium is up to 3.0 cm with a 1.5 cm tan-white, whorled, intramural nodule. Attached to the right fallopian tube is a 0.7 cm smooth-lined cyst containing tan, watery fluid. Concurrent conditions included obesity, spotting vaginal, neck pain, leg pain, fear and asthma. Concomitant products included ibuprofen since 2015, naproxen sodium (aleve) since 2015 and paracetamol (tylenol regular). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes (on side of stomach and chest)"), skin disorder ("skin conditions (on side of stomach and chest)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), amnesia ("memory loss"), chest pain ("chest pain"), back pain ("upper back pain"), abdominal pain lower ("lower abdomen pain"), vulvovaginal dryness ("dryness"), nervous system disorder ("neurological diorder") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, novasure ablation done in (B)(6) 2015, ). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, rash, skin disorder, migraine, headache, fatigue, amnesia, alopecia, dyspareunia, vulvovaginal dryness, nervous system disorder, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, chest pain, back pain, abdominal pain lower and hypersensitivity had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, back pain, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, rash, skin disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: plaintiff received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated. Event: allergic reaction added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time'), pelvic pain ('severe pelvic pain / pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (batch no. C35240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time". The patient's medical history included spinal laminectomy in 2012, gravida ii, parity 2 ((B)(6) 1997 and (B)(6) 2008)), cesarean section and spinal operation. On (B)(6) 2016, pathology report showed, labeled "uterus, cervix, bilateral tubes" is a 131-gram uterus (1 0.0 x 5.5 x 4.5 cm) with attached right fimbriated fallopian tube (6 .0 x 0.7 cm) and left fimbriated fallopian tube (6 .0 x 0.7 ern). The specimen has been previously incised along the anterior aspect. The serosa is tan, smooth. The ecto cervical mucosa is gray-white and smooth with a 1.4 cm ovoid os. Within both cornus are approximately 2.5 x 0.3 cm silver coiled metallic objects suggestive of essure devices. The endometrium is tan-pink and less than 0 .. 1 cm. The myometrium is up to 3.0 cm with a 1.5 cm tan-white, whorled, intramural nodule. Attached to the right fallopian tube is a 0.7 cm smooth-lined cyst containing tan, watery fluid. Concurrent conditions included obesity, spotting vaginal, neck pain, leg pain, fear and asthma. Concomitant products included ibuprofen since 2015, naproxen sodium (aleve) since 2015 and paracetamol (tylenol regular). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes (on side of stomach and chest)"), skin disorder ("skin conditions (on side of stomach and chest)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("fatigue"), amnesia ("memory loss"), chest pain ("chest pain"), back pain ("upper back pain"), abdominal pain lower ("lower abdomen pain"), vulvovaginal dryness ("dryness"), nervous system disorder ("neurological "disorder"") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, novasure ablation done in (B)(6) 2015, underwent hysterectomy with bilateral salpingectomy, ablation and vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, rash, skin disorder, migraine, headache, fatigue, amnesia, alopecia, dyspareunia, vulvovaginal dryness, nervous system disorder, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, chest pain, back pain, abdominal pain lower and hypersensitivity had resolved. The reporter considered abdominal pain lower, alopecia, amnesia, anxiety, back pain, bladder disorder, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, rash, skin disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: plaintiff received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: she had a novasure ablation done in (B)(6) 2015 by doctor. She had an essure perforated at that time. Lot number: c35240 manufacturing date: 2014-03 expiration date: 2017-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.